Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result from a non-roche analyzer was 20.5 pg/ml. The sample was repeated on the e411 analyzer as the customer was performing validations and the result was 7.00 pg/ml. The initial result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) confirmed the analyzer was operating within expectations. The fse stated that changing the reagent kit resolved the issue. The root cause of the event was found to be consistent with a reagent storage issue.